Event description:
Report of air entrainment received. During a cardiac catheterization procedure it was noted that while the md was aspirating contrast into the syringe, air was reportedly entering the syringe from an unk source. No air was injected into the pt, and no pt harm was reported. No other pt info was available from the customer.